Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated that the lead¿s distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. Further analysis showed deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
The physician attempted to reposition this lead due to rising thresholds. The lead was successfully repositioned, however the numbers were unsatisfactory. When the physician attempted to reposition this lead a second time the helix would not retract. The physician replaced this lead. Should additional information become available, this file will be updated.